Event description:
It was reported during the a schedule service by getinge fse, the the cardiosave intra-aortic balloon pump (iabp) drive manifest test is failed. There was no patient involvement.

Manufacturer narrative:
Updated fields: d9 (device available for eval & return to manufacture date), h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information poc: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) failed drive manifold test. There was no patient involved or adverse event reported. A getinge field service engineer (fse) during the customer's safety disk recall replacement had found the drive manifold test failed. Fse replaced the drive manifold assembly (d104-00-0031) and functional tested without any further issue or failures. All work performed. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for clinical use. The defective drive manifold were received for national repair center (nrc) further investigation. The failure analysis and testing department verified the failure of drive manifold leak tests with result of pressure leak diff. Pres. 60mmhg; the factory specification is +-55mmhg. The failure analysis and testing department observed while testing solenoid tests k8 solenoid not worked. Probably k8 solenoid could be reason for failed drive manifold tests. Drive manifold assy, failed testing. Rtaining drive manifold assy, in the fat dept. As per procedure 0002-07-d008 rev an. The non-conformance's with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) drive manifest test is failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.